Event description:
It was reported during ipg replacement surgery (reference MFR. Report#: 1627487-2014-20190) lead diagnostic testing revealed invalid impedance readings on multiple contacts. Subsequently, the physician decided to replace the lead with a new one. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.